Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system user guide: model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 126. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient stated she had extremely high readings (above 300 mg/dl). The patient was treated with an intravenous therapy of fluids, insulin, potassium, some kind of sugars reported by the patient and all the liquids they usually use to treat dka. The patient also said she was treated with a liquid that prevent her from vomiting. The patient did not provide anything more specific. She was instructed to use lantus as long acting insulin twice a day and novolog for short acting every time she has to bolus. Both to be delivered by injection. The patient was admitted to the hospital on a monday because of her high bg and they discharged her on a wednesday. She stated that in the first place, the doctors were questioning if the pod was working prior to this event, then they reached the conclusion that the problem was the personal device manager (pdm) as the bg meter was giving incorrect bg readings.